Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that out of range high ventricular pacing lead impedance and intermittent capture was observed during follow-up in clinic. No lead anomaly was noted on x-ray. The pacing therapy was turned off. Patient will be implanted with leadless pacemaker. Patient¿s condition was stable.